Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00460. The pt received an scs system on (B)(6) 2010, including an ipg and a surgical lead. It was reported that the pt lost therapy coverage of her big toe and part of her foot. Efforts to resolve this matter via reprogramming were unsuccessful. Surgical intervention was undertaken with the intent of replacing the pt's original surgical lead with a different model to achieve better coverage. However, due to the presence of scar tissue, the physician experienced difficulty placing the lead and capturing optimal stimulation coverage for the pt. Placement of a percutaneous lead was also attempted to no avail. Due to the inability to capture effective stimulation coverage during the procedure, the physician elected to explant the patient's entire scs system.